Event description:
It was reported that during a lead revision on (B)(6) 2024 (related manufacturer reference number:3006705815-2024-07594) the ipg was set into surgery mode prior to the procedure, however, was unable to connect to the ipg and disable surgery mode. Troubleshooting was unable to resolve the issue. As such, the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the lead revision surgery the patient reported having. There is guidance noted in the clinician's manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system.